Manufacturer narrative:
The pump has not been returned to animas for evaluation. There is no reported pump malfunction associated with this event. The patient's mother stated that the patient administered insulin for carbohydrates which they subsequently did not eat. The patient has continued to use the pump with no subsequent reported events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient was unconscious and brought to the emergency room and treated for hypoglycemia.